Manufacturer narrative:
The event has been reported with a delay due to our retrospective examination of the record. At the time ((B)(6) 2019) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4). Maquet cardiopulmonary (B)(4) is aware of similar complaints from similar product. Similar product, showing a similar malfunction, has been investigated in #(B)(4): during the visual inspection of the sterile bag, a hole was found on the package. Therefore the sterility of the package is not possible. In addition, complaint picture clearly shows that (B)(4) sterile bag was damaged. Device history record review was performed and no references were found which are indicating a nonconformance of the product in question. No damage box rework record was found which means the product was received by xpo without damage. Risk assessment has been reviewed. The risk is covered in dms# (B)(4) v12, risk ids:(B)(4). The issue is known to manufacturer. Mcp (B)(4) has been initiated a CAPA (B)(4) based on several complaints showing the same symptoms with different material numbers than the one in this complaint, in order to determine determine the root cause and initiate further actions to determine corrective measures for the failure. Within this CAPA, ecr #(B)(4) has been initiated to change the sterile bag from medical paper to tyvek. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary (B)(4) and further investigations and measures will be conducted in case of adverse trending.

Event description:
It was reported that when opening and prior to use, cannula pvl 2555-USA had damaged packaging. Complaint : (B)(4).